Event description:
The device mechanism was returned to the service center for repair. This did not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken.

Manufacturer narrative:
The device mechanism was returned to the service center. The device serial number was not identified. During testing, it was found that the device door roller pin was broken off. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.